Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 13.9 mmol/l while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was placed and activated.

Manufacturer narrative:
Updated b5 (describe event or problem) with new information. Three-year-old child pulling the pods off during usage. Therefore, this complaint has been deemed as non-reportable, as there was no malfunction reported against the omnipod 5.

Event description:
08jun2026 new information was obtained, that the patient (three-year-old child) was pulling the pod off and no malfunction was reported against the omnipod 5. It was reported that the patient had red, sore and really bad breakout at the infusion site. The patient's blood glucose level rose above 13.9 mmol/l while wearing the pod between 25 and 36 hours. A reportable event has not occurred; therefore, no regulatory report required.